Manufacturer narrative:
(B)(4).

Event description:
It was reported that a detached or missing sensor wire occurred. The sensor was inserted into the abdomen which is off label usage of the device, on (B)(6) 2024. Product has been received but is pending evaluation. A follow-up will be submitted upon completion. No injury or medical intervention was reported.

Event description:
Https://dexcomcomplaints.lightning.force.com/lightning/r/investigation__c/a17ph00003iek3dyaf/view#:~:text=it%20was%20reported,intervention%20was%20reported.

Manufacturer narrative:
(B)(4). B5: describe event or problem - additional information. D9: device returned to MFR - additional information. D9: date device returned - additional information. H2 type of follow up: additional information. H3: device evaluated by mfg - additional information. H6: additional information.